Manufacturer narrative:
Removed pli20 remote monitor from regulatory report.

Event description:
It was reported that the implantable cardiac monitor (icm) was p-wave and t-wave oversensing (twos) and p-wave undersensing. The device remains in use. No patient complications have been reported as a result of this event.